Event description:
During phaco procedure with this piece of new equipment (obtained 11/93), emulsification handpiece did not deliver fluid for irrigation, resulting in burn to underside of right cornea. No treatment required, and pt discharged to home with appointment for f/u with attending physician. Immediately reported to MFR, who scheduled visit for 12/13/93. Visit indicated problem was related to user unfamiliarity with speed of new equipment. Although event did not require intervention, biomedical consultant on 12/28/93 recommended that this info would be valuable for the FDA to know.